Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during the load step of the prime sequence, the pump abnormally dispensed 5 units before detecting the cartridge. Insulin remaining in the cartridge was accurately calculated by the pump. The pump successfully delivered boluses without issue or alarm. The force sensor calibration was out of specification. The force sensor shim was observed to be contaminated and the shim plate was damaged. Investigation revealed the display screen was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a load step malfunction, a force sensor calibration issue, force sensor damage, and a dim display. This report is made based on results of the investigation performed on (B)(4) 2014.